Manufacturer narrative:
No product was returned. We are unable to confirm the reported complaint. If the product is returned, smiths medical will reopen this complaint for further investigation.

Event description:
It was reported that the balloon component of the blue line ultra tracheostomy tube was split during use. As a trach change was being performed the patient experienced an unspecified secondary injury. The patient was initially admitted to the hospital for cerebral hemorrhage. No additional adverse patient effects were reported.